Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported by the healthcare provider that the device was explanted and replaced due to normal battery depletion. No patient complications have been reported as a result of this event.

Event description:
The patient¿s family member called to report that the patient keeps pacing and pacing and is making the patient nervous. The patient says they are feeling that their heart is too fast and 80-81 beats per minute is too much. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, no anomalies were found.